Manufacturer narrative:
Philips service replaced the geoipc and reinstalled the software, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that all mechanical movements failed due to a suspected ipc host issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.